Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered during unit check-up. The field service representative (fsr) verified the reported issue. The battery wedge was not charging. He installed a back-up battery wedge provided by the end-user and installed new batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the centrifugal battery wedge was not charging. There was no patient involvement.